Event description:
It was reported that the during an office visit high impedance was observed. No recent falls or trauma that may have contributed to the high impedance were reported to have occurred. The patient was referred for surgery to address the high impedance. X-rays were performed and reviewed by the manufacturer. During the review no obvious lead fractures were observed, however due to the image's quality and a portion of the lead being behind the generator, the integrity of the entire lead body could not be fully assessed. Additionally, the presence of a micro fracture cannot be ruled out. The lead pin appeared to be fully inserted into the generator however due to due to the angle of the generator the lead pin's position could not be confirmed. No surgical interventions are known to have occurred to date.

Manufacturer narrative:
Corrected data: adverse event or product problem; ;adverse event; this information was inadvertently left off on mfg. Report #0. Corrected data: outcomes attributed to adverse event; required intervention to prevent permanent impairment/damage; this information was inadvertently left off on mfg. Report #0. Corrected data: describe event or problem; this information was inadvertently left off on mfg. Report #0. Corrected data: patient code; this information was inadvertently left off on mfg. Report #0. Corrected data: report source; this information was inadvertently left off on mfg. Report #0.

Event description:
It was reported by the patient's mother that the prior to the replacement surgery the patient was experiencing pain with magnet activations. It was noted that the patient is non-verbal however it appeared that his head was hurting when the magnet was swiped.

Event description:
It was reported that the patient underwent generator and lead replacement due to a "bilead occlusion". During the surgery the lead pin was reinserted into the generator however the high impedance did not resolve. The explanted lead and generator were reportedly discarded following the surgery. No additional relevant information has been received to date.